Event description:
It was reported that the extension carrier snapped off while the surgeon was pulling the extension wires through the tunnel. The surgeon made an add'l incision to remove the lodged, broken carrier. The surgeon re-tunneled with another tunneler. The pt outcome was reported as "fine".

Manufacturer narrative:
In 2009, the carrier was returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.